Manufacturer narrative:
(B)(4). The lot number is not currently available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst tool that during meniscal repair procedure after firing the second implant on the truesapan 12 degree peek, it did not stay in the tissue. Pulled out. There was no surgical delay to the case or patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: updated event description provided for reporting. A physical investigation of the complaint device was not possible to be conducted as the product was discarded by the customer and no further information was provided. The complaint cannot be confirmed. Additionally, a manufacturing record evaluation cannot be performed as no lot numbers were provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation cannot be performed as no lot numbers were provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst tool that during meniscal repair procedure and after firing the second implant on the truespan 12 degree peek, it did not stay in the tissue and it pulled out. The procedure was completed by using a new device. There was no surgical delay to the case or patient harm.